Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in inadequate leaflet insertion in the clip and therefore contributed to the slda; however, this cannot be confirmed. The reported patient effect of worsening mr appears to be related to procedural conditions and likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure, with implantation of two mitraclips. During the procedure, there was some difficulty maintaining the intercommissural view; however, leaflet assessment was performed and was satisfactory. The mr was decreased from grade 4 to grade 2. On (B)(6) 2016, transesophageal echocardiogram (tee) noted severe mr of grade 4 and possible single leaflet device attachment (slda) of the lateral clip. No intervention has been performed to treat the slda or recurrent mr. No additional information was provided.